Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The patient indicated that after removing the sensor, there was no wire visible in his skin, on the sensor pod or in the applicator. No injury or medical intervention was reported. No additional event or patient information is available.